Event description:
The following information was received from the field: during a coronary procedure the physician placed the first stent without a problem. When the second stent placement was attempted, the stent was delivered but it would not deploy and the balloon would not deflate. The patient required surgery to remove the device.